Event description:
Removing port-port separated from catheter. Was able to grab the catheter with hemostat and remove. The cuff/collar was adhered into the tract. It separated from the port and the catheter. Patient has to return to have a surgeon dissect the collar from the tract 2 weeks later.